Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of not priming could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Codes must be updated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd IV extension set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that the priming portion not priming; liquid not flowing